Event description:
Event description boston scientific received information that this pacemaker depleted early due to faulty leads which were another manufactures. This device remains implant with the replacement device on the opposite side of the patient. The field representative contacted technical services inquiring how to deactivate the chronic device.